Manufacturer narrative:
Product complaint # (B)(4). Batch # r5720u. Device evaluation: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer uncut and indented. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Probable cause of the reported event is consistent with the device not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what is the surgeon¿s experience with the pph procedure? Very experienced. Were the hemorrhoids circumferential or isolated to one side? Unknown. What was the grade of the hemorrhoids? Unknown. Did the surgeon wait 30 seconds after closing the device before firing and wait 20 seconds after firing? Unknown. Were any staples seen in the surgical field? If so, what was the shape? Unknown. Why was the surgery delayed 2 hours? Used suture and removed the malformed. Staples. How long after surgery was the oozing identified? Unknown. What is the current patient status? Stable and left from the hospital.

Event description:
It was reported that during a pph procedure, missing staples. During the pph, after fired, found missing half of staples, which result patient lost more than 100ml blood. Used suture to sew the wound and stop bleeding, the surgery delayed about 2 hours. After surgery, the patient was oozing, used mesh for compression hemostasis. The patient is stable and in hospital now.